Event description:
It has been reported to philips that the allura system unexpectedly shut down. No harm has been report. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting off. Review of the system log file showed, malfunctioning in geo-pc. Ten months later, however, the system was reported to be not getting on, after switched on and off the system the issue was resolved and not reported again. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.